Event description:
The customer reported observing a leak consisting of blood from the probe rinse of the unicel dxh 800 coulter cellular analysis system. The customer indicated that approximately one (1) milliliter of fluid leaked and was observed on the sample tube caps. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and glasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered multiple loose ports on the probe waste chamber (vc340) which caused vacuum loss to the probe wash collar during rinse or clean cycles. The fse proceeded to tighten all loose ports on probe waste chamber and verified the repair as per established procedures. The fse did not observe any further leaks. (B)(4).